Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was not possible to implant a cardiomems sensor due to difficulties advancing the long sheath into the iliac. The procedure was cancelled, and the implant was rescheduled. The sensor was not opened. The patient experienced no adverse consequences.